Event description:
"Patient was seen in the office for a 6 week post-op follow-up. On plain film it appears that the screws are backing out. Patient is asymptomatic. Surgeon does not plan to remove the plate and screws at this time."